Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no prior allegation of device malfunction, and the device was not in patient use. During evaluation at the manufacturer's service center, the device was found to be inoperable and would not operate. Investigation determined the root cause to be a corrupt system board. The system board requires replacement to restore device functionality. In addition, physical damage was identified to the handle and rear case enclosure, both of which require replacement. The base enclosure, including the warning label, faa label, serial number label, and feet, also requires replacement due to physical damage. The cord retainer was found to be missing and requires replacement. The repair has not yet been completed and is pending customer approval of the repair estimate. A final report is being submitted at this time. If additional information becomes available following completion of the repair that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.

Manufacturer narrative:
The reported failure of vent inoperable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.